Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during implant there were impedance problems so the health care provider (hcp) wanted to check the connections, however, it was stated that it was impossible to remove the extension; the hcp inquired if this could be related to the medical adhesive. There was no known impact or consequence to the patient. The issue was considered to resolved at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the device/therapy. No further complications were reported/anticipated.

Manufacturer narrative:
It was determined that report number 3004209178-2017-08663 is a duplicate of this event (report number 3007566237-2017-01670). To this end, all additional information received regarding this event will be submitted under this report (3007566237-2017-01670) rather than report number 3004209178-2017-08663. It was determined that device code (B)(4) no longer applies.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there was a device malfunction as there were high impedances found on nearly all of the contacts. After checking, it was confirmed the electrodes were fine, but the connection of the extensions to the implantable neurostimulator (ins) was malfunctioning. The diagnostic methods included a device interrogation on (B)(6) 2017 and a surgical observation on (B)(6) 2017 that resulted in the identification of the issue. The etiology was noted as not related to the device/therapy and not related to the implant procedure; however, the implantable neurostimulator (ins) was noted. The actions/interventions taken to resolve the issue included explanting and replacing the implantable neurostimulator (ins) on (B)(6) 2017; the event resulted in an in-patient hospitalization and medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. It was also noted that the event was considered resolved without sequelae on (B)(6) 2017. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that there was a device malfunction with high impedances. It was confirmed that the high impedances were discovered on (B)(6) 2017 and there was no problem with the extension. The actions/interventions taken to resolve the event included implanting a new implantable neurostimulator (ins) on (B)(6) 2017. No further complications were reported/anticipated. It was determined that report number 3004209178-2017-08663 is a duplicate of this event (report number 3007566237-2017-01670). To this end, all additional information received regarding this event will be submitted under this report (3007566237-2017-01670) rather than report number 3004209178-2017-08663.

Manufacturer narrative:
Product analysis product ID# 37604: the implantable neurostimulator (ins) passed functional testing. The ins was found to be functionally okay, with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received